Manufacturer narrative:
The device was received from the field with battery voltage at elective replacement level in line with projected longevity. The device was tested under field and nominal conditions and the results indicate normal functionality. Additionally, evaluation of the device under various pulse amplitudes did not find any anomaly. Total projected longevity based on field settings is 8.73 years; implant duration is 7.56 which exceeded 75% of projected longevity and it is considered normal battery depletion.

Event description:
During follow-up, there was alleged premature battery depletion noted on the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.